Manufacturer narrative:
Correction: lot number and device manufacture date provided. A medtronic representative reported that the handle was broken because it was worn, it did not happen and was not used during the surgery. The cause of the damaged handle was unknown. The hardware investigation found that the reported event was related to a hardware issue. The instrument end of the handle has broken free of the handle along with the ratchet mechanism. The handle end cap had many impact marks. The handle was not functional. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
The issue was discovered post-operative however the patient information was unavailable from the site. RMA issued; replacement device shipped to site for issue resolution. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that after the completion of a spinal procedure the medtronic representative found that the metal piece on the back ratcheting handle was broken. It was reported this issue was discovered post-operative, with no patient present at the time.